Event description:
Patient reports "my infusion pump might be defective." No further information/details provided. Patient uses pump to administer hizentra. No adverse events or missed doses reported. Unknown if product is available for return. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia.